Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) due to atrophy and urinary incontinence. A patient outcome of unknown was reported.